Event description:
The surgeon reported the locking cap pop off the titanium locking screw synapse implant. It was reported that the cap had high stress across the construct from deformity. No additional information is available. This report is for a screw. This is 3 of 3 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional complained part was added to the complaint on (B)(4) 2013. This report is for a screw. Part/lot number is unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.